Event description:
Customer reported issues with the insulin pump. Customer states that the display is cracked. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with missing segments due to a cracked zebra connector at the lcd board. The pump was received with operating currents within specification. The pump passed the unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.